Manufacturer narrative:
Evaluation result: (no device received for evaluation). Caused by another drug/ device (competitor guidewire outer diameter not compatible). Failure to follow instructions- (force applied during passage). Evaluation conclusion: another device caused failure (competitor guidewire outer diameter not compatible). Failure to follow instructions (force applied during passage). (B)(4).

Event description:
The advance catheter was removed from the packaging as per IFU. The device was inspected prior to use, no abnormalities noted and prepped as per IFU. The lesion was located in the lad, little tortuosity, little calcification and unknown stenosis. The physician reported severe resistance when advancing the export advance catheter over the competitor guide wire into the guide catheter and down the native vessel for aspiration. Due to resistance encountered when advancing force was applied. The physician was able to position the aspiration catheter at the target area but little aspirate material was recovered. It was confirmed that the aspiration catheter was not damaged due to the force applied. No patient injury reported.